Event description:
It was reported that the pt has experienced pain on both sides of her implant, left and right sides, since an endoscopic test. The cramping doubles her over. It comes and goes and is not constant. Further info is being requested from the hcp.